Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on historical data, possible causes include some kind of stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited adhesive missing from the curved rubber. There was no patient involvement.

Manufacturer narrative:
H4 date provided.